Manufacturer narrative:
(B)(4). Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with broken belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture and had crack, started on belt clip rail. The customer blood glucose level was 75 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.